Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. There was trash on the bottle when it was opened and the surgeon did not want to use it. No pt contact. Further info has been requested. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of this event could not be determined. #(B)(4).